Event description:
Abbott freestyle libre three sensor was given to patient and instructed to use app on iphone. It started to work but then error message of- signal loss persisted. After replacing two sensors and calling help desk at abbott. They finally explained that the current sensor does not work with the ios update it lags behind and so all these patients that automatically get their ios update can no longer use their sensors to regulate their blood sugars. Patient in question had such a low blood sugar at the hospital. It was recorded as 17 had to be hospitalized and then was sent home with another sensor needing it to be replaced two times because the ios update would not be compatible with the old technology in the sensor. The patient had to buy a reader in order to use the sensor, but there was a three-day delay in order to get the reader. Abbott is at fault by not providing current technology to match the apple iphones and needs to ensure that patients have a reader that can accurately use the sensors and give them true readings regularly.